Event description:
After firing, oozing occurred but the surgeon considered the anastomosis to be performed properly, closed the abdomen. After that, bleeding occurred. About 400 to 450cc were lost during 30 mins. Checked with an endoscope, confirmed the staples formed properly and that the bleeding was from the staple line. Re-operated and transfusion were performed. Treated with manual suturing, then stopped bleeding. The pt's condition is improving. The pt is elderly and had neither received radiation treatment nor medication.